Event description:
On (B)(6) 2012 customer reported a 2-3ml green puddle on the counter under the lh750 analytical station. The leak was not contained within the unit. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the probe wipe backwash-cup had come undone from the shaft. Fse attempted to re-secure the backwash-cup to the shaft, but it failed. Fse then replaced the probe wipe module and this resolved the issue. No further leaks were reported.

Manufacturer narrative:
(B)(4).